Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2025-05523. All information can be found under manufacturer report number 1416980-2025-05523. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was entering though port 5 of an unspecified quantity of em2400 valve sets. This issue was described as, ¿leaky port #5 that causes air in line and bubbles¿. The issue occurred during setup with the compounder. There was no patient involvement. No additional information is available.